Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the pylorus during a hemostasis procedure performed on (B)(6) 2024. During the procedure, the needle was tested before being introduced to the scope, and it was found that the needle would not come out. It was decided to use it only for hemostasis. The original device was used to complete the procedure. After the procedure, the scope was found to have a leak. It was thought that the needle may have detached inside the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of needle detached. Block h10: investigation results the returned injection gold probe device was analyzed and found that the needle would not extend during a functional test. Upon x-ray, it was found that the needle was kinked and broken at the handle section. The reported event of needle detachment was not confirmed. It was determined that the needle was broken in the handle but did not have evidence of detachment. Also, it was not possible to determine what caused the damage to the scope since the needle was not detached. Furthermore, the needle would not extend as it was returned broken and kinked at the handle section. There is not enough evidence to determine whether the damage to the returned device occurred due to the physician's technique, procedure and/or anatomical conditions, or was related to a device malfunction during the procedure. An investigation to address this problem is in progress. Based on all available information, the most probable root cause of the reported clinical observations is caused not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of needle detached.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the pylorus during a hemostasis procedure performed on (B)(6) 2024. During the procedure, the needle was tested before being introduced to the scope, and it was found that the needle would not come out. It was decided to use it only for hemostasis. The original device was used to complete the procedure. After the procedure, the scope was found to have a leak. It was thought that the needle may have detached inside the scope. There were no patient complications reported as a result of this event.